Event description:
It was reported that the patient' was presented remotely via merlin.net transmission. Transmission revealed that the right atrial (ra) lead had noise problem. No intervention performed and no patient consequences was reported.

Manufacturer narrative:
Further information was requested but not received.